Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, I'm looking for the local rep for microport in the (B)(6) area for possible revision surgery. Total knee performed by (B)(6) 2004.

Event description:
Allegedly, I'm looking for the local rep for microport in the sf bay area for possible revision surgery. Total knee performed by dr.(B)(6) in (B)(6) 2004.